Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02108 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an advantage fit transvaginal mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-implantation, the patient had multiple follow-up procedures including partial excision of retropublic mesh sling, removal of mesh granuloma, and hospitalization for anemia due to bleeding (specifics unknown). Reportedly, the patient continues to experience neurogenic bladder, voiding dysfunction, bleeding, and pelvic pains (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.